Event description:
It was reported that during an afib case, a perforation was noticed as the patient's blood pressure dropped. Theperforation was confirmed by ice. Caller reported that the medical intervention provided was a CT surgeon intervention by opening the chest to perform a cardiac massage and remove a big clot. No fluid was removed. The patients condition is unknown. Additional information received stated that the physician's opinion regarding the cause of the adverse event was that it was procedure-related. It was noted that the physician's opinion regarding the cause of the adverse event is that it was for a bad transseptal location. The transseptal puncture was performed with a baylis transseptal needle (unknown catalog and lot#). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).